Event description:
The customer's nurse reported via phone call that the customer was hospitalized on (B)(6) 2015 due to high blood glucose. The customer's blood glucose at the time of the emergency room visit was 431 mg/dl. The nurse stated that the cause of the emergency visit was acute hyperglycemia. The customer was taken off insulin pump therapy while at the hospital. The customer's healthcare provider was unsure if the insulin pump was working properly. While troubleshooting, the nurse stated that the drive support cap appeared normal and that there were no leaks present. The insulin pump passed the high pressure test. The customer was advised to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer was advised that the infusion set and reservoir would be replaced. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.